Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated that they couldn't increase the amplitude any higher without it being painful. They had increased to the point of pain in the past, but decreased it back down again. They didn't feel anything at the time of the report and couldn't increase the amplitude any higher because they had been at 8.5 for at least a month. They stated it helped pretty well, but then it didn't, it would go back and forth, but they thought they would get more control if they could go higher. Amplitude range expectations were reviewed. When the patient synced with their ins during the call they encountered a por message. The meaning of the por was reviewed and the patient was redirected to their healthcare provider. No further complications were reported or anticipated.